Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and the following was received. What is the procedure name? Replacement of implant. What is the procedure date (dd/mm/yyyy)? 2022, but month and day are unkonwn. What date did the reaction occur on (dd/mm/yyyy)? 2022, but month and day are unkonwn. What does the reaction look like and how large of an area does the reaction cover? Please see the photo attached. Do you have any pictures of the reaction? Yes, please see the photo attached. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescription strength. Drug given for this procedure: keflex acetaminophen epilon tranxaminc. And conducted scar excision after wound healed. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please advise were prescription medication: keflex acetaminophen epilon tranxaminc. Given prophalactically or to treat reaction? Was scar excision procedure planned or result of reaction/event? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Is product available for return/analysis? Name of surgeon? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an replacement of breast implant on an unknown date in 2022 and topical skin adhesive was used. Patient developed an allergy from using adhesive. Medications were given: keflex acetaminophen epilon tranxaminc. And conducted scar excision after wound healed. Additional information has been requested.